Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a 20mm sapien 3 ultra resilia valve was planned to be placed inside of a surgical valve (magna ease) in the aortic position via the right position. The physicians initially implanted the 20mm sapien 3 ultra resilia valve and post dilated with a 22mm true balloon. However, an aortagram was performed showing central aortic insufficiency. A transthoracic echocardiogram was performed and confirmed the leak, therefore, a second commander delivery system and second 20mm sapien 3 ultra resilia valve were prepped. The second valve was implanted with no issue, and the patient is in stable condition. The perceived root cause of the leak is thought to be possible over inflation of the first valve.